Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that top of reservoir had a leak when reconnecting infusion tube to reservoir due to no delivery alarm. Customer's blood glucose was 287 mg/dl. Customer was advised to return reservoir for analysis.